Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is completely separated 25.1cm from the distal tip. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The tip is damaged. There are numerous hyptotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed, 5.0mm x 14mm target lesion was located in the mildly tortuous and mildly calcified artery in the left main trunk. A 4.0x16mm synergy drug-eluting stent was deployed to treat the lesion. A 5.50mm x 12mm nc emerge® balloon catheter was then advanced for post dilatation. However, difficulty advancing was encountered and the shaft kinked. When the device was removed, the shaft detached. The device was removed from the patient's body using a snare. Intravascular ultrasound was performed and it was found that the distal part of the stent was deformed. Post dilatation was performed with a 5.00mm nc balloon to appose the stent against the vessel wall. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed, 5.0mm x 14mm target lesion was located in the mildly tortuous and mildly calcified artery in the left main trunk. A 4.0x16mm synergy drug-eluting stent was deployed to treat the lesion. A 5.50mm x 12mm nc emerge® balloon catheter was then advanced for post dilatation. However, difficulty advancing was encountered and the shaft kinked. When the device was removed, the shaft detached. The device was removed from the patient's body using a snare. Intravascular ultrasound was performed and it was found that the distal part of the stent was deformed. Post dilatation was performed with a 5.00mm nc balloon to appose the stent against the vessel wall. No patient complications were reported.